Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient was having frequent ipg charging. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having frequent ipg charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action.

Event description:
A report was received that the patient was having frequent ipg charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient experienced worsening pain at the back and legs.

Event description:
A report was received that the patient was having frequent ipg charging. The patient will undergo an ipg replacement procedure.